Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, approximately 5 years and 4 months post implant of a 20 mm sapien 3 valve in the aortic position via transfemoral approach, the valve was explanted for an unknown reason.

Event description:
Additional information received via medical records indicated that approximately 5yrs post implant, the transthoracic echocardiogram (tte) showed the left ventricular ejection fraction at 64%, the bioprosthetic aortic valve was well seated, mild aortic valve regurgitation that is paravalvular in origin, the atrioventricular peak/mean gradient 70/39mmhg and an aortic valve area continuity vessel tortuosity index measuring 0.8cm2.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. No imagery was returned for evaluation, therefore no imaging evaluation performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record (DHR) review or a lot history review was performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. As the device has been implanted 5 years or greater with structural degeneration/deterioration reported as the complaint event, a complaint history was not required. The following instructions for use (IFU) was reviewed: (IFU, commander delivery system with s3 thv, us. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case; valve degeneration or deterioration is generally due to a gradual, multiyear, and patientspecific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprosthesis heart valves as outlined in the IFU. The device under investigation had been implanted for more than 5 years. There is no evidence of device malfunction contributing to the reported event. The complaint for svd degeneration/deterioration was confirmed based on medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per the IFU, structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. As reported, approximately 64 months post implant of a sapien 3 valve in the aortic position, the valve was explanted. Review of medical record revealed that patient had severe symptomatic aortic stenosis with increased pressure gradients and mild paravalvular regurgitation. Stenosis with thickened leaflets may be a manifestation of structural valve deterioration (svd). In addition, per medical record, pannus overgrowth was discovered on the valve leaflets. While pannus formation is a symptom of nonstructural dysfunction, it can contribute to leaflet thickening and, thus, the narrowing of effective valve area (stenosis). As such, available information suggests that patient factors (stenosis, pannus overgrowth) may have contributed to the complaint event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.